Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was on impella cp because the patient was rushed to the catheterization lab for a percutaneous coronary intervention and an intra-aortic balloon pump (iabp) was placed. The iabp was causing loss of blood flow to the leg which prompted the decision to place the impella cp and remove the iabp. While on impella cp support, there was no distal pulse present in any extremities. The physician readdressed the peel away sheath the following day but the left upper extremity was noticeably cooler than the right with intermittent pulses. It was further reported that the family decided to withdrew care and the patient expired.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.